Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.

Event description:
Reported as "access port infection".